Event description:
The manufacturer received information alleging blower shuts off during use in the middle of the night and indicated a blower humidifier failure. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca damaged with traces of burn, pca changed due to error 15, inlet/outlet seal with contamination, blower box with contamination, air outlet port with contamination and heater plate with contamination. The device's event log was reviewed by the service center and error code found. Additionally, customer complaint was reproduced, and the device was scrapped due to customer request. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.